Event description:
An occlusion alarm was reported by the caller, who mentioned experiencing multiple such events and had taken the same corrective actions each time by changing pump supplies. The issue caused the customer's blood glucose level to display as "high," however specific value and date are unknown. To address this, the customer administered a correction injection. Reportedly, the customer does not perform the air removal step during the load procedure, which is considered off label pump use. The customer also reported using pump supplies longer than the recommended 72 hours and received proper use education from tandem technical support. Ultimately, the customer removed the pump and reverted to an alternate method of insulin therapy due to ongoing occlusions.